Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the circuit board and a malfunction of the manifold unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the findings previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the insufflator exhibited high pressure due to a printed circuit board failure, poor pressure retention due to a bad manifold unit, and a broken manifold unit connector. There were no reports of patient involvement.